Event description:
It was reported that pump experienced malfunction with malfunction alarm that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to use alternate method if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and returning malfunctioning pump within specified time, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.